Event description:
Edwards received information that a 23mm bioprosthetic aortic valve was explanted due to aortic stenosis and regurgitation. The implant period was approximately eleven (11) years and four (4) months. Patient was reported to have been discharged.

Event description:
Edwards received additional information that clinical observation of the valve at explant noted the leaflets were severely calcified and there was some degenerative tear in the valve leaflets. The device was replaced with another 23mm pericardial valve and secured with cor knots. Transesophageal echo revealed satisfactory prosthesis function and no perivalvular leak. The patient was transferred to ICU in critical but stable condition and was reported to have been discharged sometime thereafter.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it is not available. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: although edwards was unable to perform device analysis, the records received for this explant confirm the clinical observations of the valve at explant. The calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included coronary artery disease, younger age at implant, hypertension and hyperlipidemia. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.